Event description:
On 9/24/08, the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging the one touch ultra link meter displayed "hi". The reporter alleged the issue had been occurring for two or three weeks before she called. She stated that at one point, the pt took an increased dose of insulin and subsequently felt light-headed. She was tested on another meter and obtained a result of 60 mg/dl. The time it took her to feel light-headed is unk. No troubleshooting was performed because the pt did not have the products to test with. This complaint is being reported because the pt alleged the meter displayed "hi" and there was no troubleshooting performed on the issue. The pt's symptoms are not considered serious.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.